Manufacturer narrative:
Follow-up 1: investigation outcome. It was reported that the device generated tf8912 (cuff pressure controller motor not working properly) on a hamilton-g5 ventilator during ventilation. No harm to the patient was reported. No log files were available to support further technical analysis. The correction consisted of sending a replacement cuff controller board to the customer; however, no confirmation was received that the replacement resolved the issue. The cuff controller is responsible for cuff pressure monitoring and control. The exact root cause remains unconfirmed but is likely related to hardware malfunction of the cuff control subsystem. Hamilton medical ag considers this case closed.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf: 8912 during ventilation. No harm to the patient was reported. According to the information received in the complaint, the event was reported by hospital to local authorities, however, the reference number was not provided.